Event description:
Revision surgery - due to the patient having pain, osteolysis, and high chromium level.

Manufacturer narrative:
The reason for this revision surgery was pain, osteolysis, and high chromium level after 6 years, 8.5 months in vivo. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The explanted parts were retained by the surgeon, and will not be returned to djo surgical. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history shows there are 28 prior complaints against the part number 499-38-009 acetabular liner. This is the first complaint for the incident lot number. Of the prior complaints, 6 mentioned pain or discomfort, and 5 mentioned osteolysis. None of the prior complaints mentioned high chromium level, but one complaint mentioned high cobalt level, and several complaints speculated about metallosis, metal hypersensitivity, or "metal-on-metal syndrome". This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors can play a role in hip pain, osteolysis, and high chromium levels. If the explanted products were the source of these symptoms, a likely explanation is often impingement of the femoral components on the cocr inlay within the acetabular liner. This often results from the acetabular shell being malpositioned. If in the future, parts are made available to djo surgical for further evaluation, a specific root cause may be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.